Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: lumbar disc herniation. Type of procedure: "endoscopic lumbar discectomy at l5-s1" changed to "lumbar disc herniectomy by open love" it was reported that during surgery, the thread of the flex arm had collapsed due to which it was impossible to be fixed. The wheel and the shaft were hard and were unable to move. Operation with endoscope could not be performed and hence it was changed to open love's operation. The surgery was delayed by more than 60 min. The device came in contact with the patient. No patient complications were reported during this event.